Event description:
A hook holding the back rest of stretcher lift came out of its anchor point. The back rest went down backward. The pt fell to the floor. Pt fell on part of the mattress and also on add'l pillow that was with him, the pt was not injured. Incident happened in another country.

Manufacturer narrative:
A special attention is required by the caregiver to make sure the hook is hooked up solid. H7: we are notifying bhm customers about the attention required to operate those products. Investigation by bhm is still ongoing.